Event description:
Additional info received from the MFR on 03/23/1999: the devices listed are, based on co's tracking records, still implanted. Without the return and evaluation of the devices the co is unable to respond to question. One of the pt's previous devices (ICD) was explanted due to normal battery depletion in 1995, and returned for evaluation. Co's evaluation confirmed the normal depletion of the battery. The co's tracking records indicate that the model 7223cx and model 6943 were both implanted on 9/25/1998.